Manufacturer narrative:
Initially it was reported that a brim cap detached issue occurred. The biosense webster, inc. Product analysis lab received the device and observed that the brim cap and the hemostatic valve are detached from the hub. The brim cap detached issue remains assessed as MDR reportable. The additional finding of the hemostatic valve separation issue was also assessed as MDR reportable. The awareness date is (B)(6)-2021. Device evaluation: it was reported that a patient underwent an atrial fibrillation (afib ) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a brim cap detached issue occurred. It was reported that the hub cap of the vizigo sheath came apart and backflow bleed was observed. The dilator was reinserted and a new vizigo sheath was opened to replace the original. No interventions were required to stop the bleeding. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered the patient¿s body. The approximate volume of blood that was lost is unknown. Visual analysis of the returned sample revealed that the brim cap was detached and broken and the hemostatic valve separated. Microscopic examination in the brim cap surface has shown evidence of enough adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however based on the information provided, the condition reported have originated in some place external to the manufacturing environment. A device history record evaluation was performed for the finished device [00001592] number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicated that the brim cap had glue residue, and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 5/7/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib ) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a brim cap detached issue occurred. It was reported that the hub cap of the vizigo sheath came apart and backflow bleed was observed. The dilator was reinserted and a new vizigo sheath was opened to replace the original. No interventions were required to stop the bleeding. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered the patient¿s body. The approximate volume of blood that was lost is unknown. With the available information, his event was not assessed as a patient event but as a brim cap detached product malfunction.